Event description:
It was reported that the atrial lead had oversensing resulting in under-pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 implantable tachy lead, implanted: 2005 (B)(6); 5024m-58 implantable pacing lead, implanted: 1996 (B)(6). (B)(4).